Manufacturer narrative:
An olympus field service engineer will be dispatched to evaluate and service the device. This event is under investigation. A supplemental report will be submitted upon receiving additional information.

Event description:
It was reported the lid to the endoscope reprocessor was cracked. No patient involvement or impact to patient care was reported.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. The olympus field service employee (fse) has yet to go onsite for the repair and evaluation of the oer-pro. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 5 years since the subject device was manufactured. Based on the results of the investigation, the probable causes for a cracked lid include: an external impact to the lid with a scope when it was closed, and/or aging degradation. Design of the device or manufacturing cannot be confirmed as factors to cause the event. The most probable cause for the reported event is user handling. The instructions for use have the following statement which can detect the event: "before using the equipment, always check that there is no irregularity regarding the following points on the lid and the lid packing. If there is any irregularity, cleaning fluid or disinfectant solution may leak out. The lid is not cracked, broken, or otherwise damaged." If additional applicable information is obtained when the fse repairs and evaluates the device, a supplemental report will be filed.

Manufacturer narrative:
An olympus fse was dispatched to service the device. The fse installed the necessary parts and completed the repair. The equipment was repaired and verified according to the original equipment manufacturer's instructions. Olympus will continue to monitor the field performance of this device.